Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the thread broke during the procedure. An x-ray was conducted to locate all the pieces. There was a loop jam which could not be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, during the lap appendectomy procedure, the first skin stapler jammed and no staples were deployed. For the second skin stapler, the staple partially deployed but the staple was stuck at the end of the stapler. The patient recovered and went home with no issues. No adverse events reported. A new device was used to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample had acceptable results. The tube fractured at etching with audible click. The loop slid when tightened with no abnormalities. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed on the loop. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during the lap appendectomy procedure, the thread broke during the procedure. An x-ray was conducted to locate all the pieces. There was a loop jam which could not be removed. The first skin stapler jammed and no staples were deployed. For the second skin stapler, the staple partially deployed but the staple was stuck at the end of the stapler. The patient recovered and went home with no issues. No adverse events reported.